Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed a pacing impedance steady rise trend during the previous months. Also, the capture threshold has been rising with the impedance change. Close monitoring and an x ray were recommended to determine how to proceed. Several possibilities for the origin of the behavior were discussed. The patient suffers of an ischemic cardiomyopathy and sinus node dysfunction, but does not need rv pacing if atrial paced. The impedance was observed to be high, out of range after several months. The lead has been explanted and a new rv lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.